Event description:
It was reported that the fidelis lead was explanted in (B)(6) of 2009. Notification of the explant was not made until (B)(6) 2010 when the hospital faxed in a "warranty claim form" and reported "non-prohylactic fidelis" explant. Multiple attempts to obtain additional information about the reason for explant were unsuccessful and the lead was not returned. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.